Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level earlier in the day of the call was 400 mg/dl. Blood glucose level near the time of the call was 432 mg/dl. The caller reported that the customer had ketones and was treated with a manual injection. The caller declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.